Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm ticm125v4 implantable collamer lens, -20.0/+3.0/79 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.